Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that sterilization of the cables caused the connectors to loosen easily, the negative boot and alligator clip were not attached to the cable and the positive alligator clip was bent. The negative continuity tested open due to the damage. Some tests were completed with probes due to the damage. The continuity from the cable connector to the end of the broken cable was ok and the positive continuity tested ok. No intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cables are sterilized prior to use, the claws of the cables are loose, and the cables are fragile. There is a concern about integrity of the cables, and the ability to re-use them. The cables have been returned. There was no patient involvement.